Event description:
Report 1 of 4 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have been detecting molecular false positives for c. Tropicalis. The bottles gave a positive result for staphylococcus sp. They were tested with gram stain and plate growth. No c. Tropicalis was detected. Candida only came up on the biofire."

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021; batch no.:3109870. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record reviews did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batches have been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record reviews results.

Event description:
Report 1 of 4 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. No patient impact reported. The following information was provided by the initial reporter: "customer reports they have been detecting molecular false positives for c. Tropicalis. The bottles gave a positive result for staphylococcus sp. They were tested with gram stain and plate growth. No c. Tropicalis was detected. Candida only came up on the biofire."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.